Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130, 167 and 150 mg/dl and the sensor glucose was 30 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 30 mg/dl and suspend on low limit in sensor settings was 50 mg/dl. The customer was advised to return the sensor. The sensor will be returned for analysis.